Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A "try it" manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The patient reported that they received a low blood glucose (bg) reading during the night but did not hear an audio low alert. The patient was sweaty and dizzy. The patient's wife picked up the continuous glucose monitor (cgm) and noticed the low reading, handed the patient some juice and waited until the patient's bg level rose. At the time of contact, the patient was in normal condition. Additional event or patient information is not available. No product or data was returned for investigation. The reported event of no audio alert was not confirmed. A root cause could not be confirmed.